Manufacturer narrative:
'O2 mixer assembly' was replaced and full service software performed. All functional test were passed. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te 231008 (o2 valve leak) identified during inspection. 3.2 l/min leakage for qo2 when fio2 is 21%. O2 mixer assembly' leakage issue identified. No patient involvement.